Manufacturer narrative:
(B)(4)

Event description:
It was reported that alert/notification settings occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.